Event description:
The fixator was applied for a left fourth metatarsal lengthening. Approx ten days later the fixator was replaced because the lengthening nut appeared "locked". The patient may have advanced the nut too far. There was no injury to the patient.